Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was attempted but not implanted because it suspected that there was intraoperative pericardial effusion. The lead was discarded as the patient was prepped for pericardiocentesis. Echo showed no effusion. The incision on the left pectoral area was closed. The patient was redraped and the pacemaker was implanted on the ride side. Should additional information be received, this file will be updated.